Event description:
Customer reported the system will not boot up properly. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the camera and image processor. System operates as intended.